Event description:
It was reported that two bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) experienced a defective/damaged catheter. The following information was provided by the initial reporter: material no.: 383516 batch no.: 9064799. CT contrast was being pushed into IV when it began to bulge out and damaged IV. This has happened to two IV's on two different patient.

Manufacturer narrative:
Investigation: our quality engineer inspected the sample provided. Bd received two used nexiva 20ga catheter-adapter extension set assemblies along with a saline filled syringe and a piece of top web packaging from lot number 9064799. Through the visual examination of unit #1 the extension tubing was damaged (burst open) starting at the connection with the winged adapter and continued towards the straight adapter. The extension tubing on unit #2 revealed ¿ballooned¿ tubing. The reported issue was confirmed. Although the reported issue was confirmed, a definite source that caused the tubing to balloon could not be determined. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) experienced a defective/damaged catheter. The following information was provided by the initial reporter: material no.: 383516, batch no.: 9064799. Verbatm: CT contrast was being pushed into IV when it began to bulge out and damaged IV. This has happened to two IV's on two different patient.